Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: myocardial infarction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after the 3.0 x 08 mm xience v stent was implanted, the patient was admitted to the hospital with a diagnosis of angina pectoris with increased troponin. The patient had a myocardial infarction (non-st elevation mi) and was treated for restenosis, with percutaneous coronary intervention (pci) and the patient outcome resolved. No additional event on patient information is available.

Manufacturer narrative:
Angina, mi, and restenosis as noted in the instructions for use (IFU), are known adverse events associated with coronary stenting. These patient effects, along with elevated cardiac enzymes and hospitalization are listed in the risk assessment and are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a sds quality deficiency. It is possible that the angina, elevated cardiac enzymes, and mi are secondary effects of the restenosis, in which the patient was reportedly treated successfully with pci and hospitalization.